Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, the patient was diagnosed with myocardial infarction and was referred for cardiac catheterization. The de novo totally occluded target lesion being treated was located in the mid right coronary artery (rca). The lesion was 100% stenosed, 3.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 3.0x12mm promus element plus stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was diagnosed with myocardial infarction (mi) and expired on the same day. The cause of death is atherosclerotic cardiovascular disease with acute inferior st elevation mi. No action was taken to treat this event. Per site, the attributing causes are cardiogenic shock, acute encephalopathy, atrial fibrillation, acute respiratory failure, pneumonia, malnutrition, urinary tract infection, etoh withdrawal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that prior to the (B)(6) intervention procedure and placement of the 3.0x16mm promus element stent, angiography revealed probable thrombus of two previously implanted overlapping stents in the lesion in the mid to distal right coronary artery (rca).